Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the flexible portion of the shaft collapsed and deformed, trapping the suture string in the channel. The suture anchor was fractured away, leaving frayed suture string caught in the flexible portion of the shaft. There is biological debris on the returned items. A material characteristics assessment found that based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, the suturefix curved broke during insertion. It is unknown if there was a back-up device available or if there was a surgical delay. No further complications were reported.